Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus issue. The stylus did not align with the cursor on the display screen. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. Analysis also noted that the power cord door latch was broken. The power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having stylus issues and the rear cable door was broken. The programmer also required a software update. The programmer was returned for service. There was no patient involvement.